Manufacturer narrative:
The involved lot number was not provided, therefore the device history record could not be reviewed. This issue needs to be investigated by sample evaluation; however the sample was not available for investigation, therefore the root cause could not be determined. All manufactured product is made from qualified materials that are inspected prior to release to manufacturing for production. In addition, all manufactured product must meet product specification and manufacturing process requirements before final release. All operators are certified in their respective operations. Documented awareness training was provided to the employees involved in the processing of this product alerting them to this kind of issue. We will continue to monitor complaints regarding such issues.

Event description:
Sales rep was notified that (B)(6) was on steroids because of skin irritation issues with the mask. The customer did not provide any additional specifics regarding the crna and the event.